Manufacturer narrative:
Device not returned. The event was learned through implant patient registry. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report were received.

Event description:
It was reported that the device was explanted after an implant duration of approximately 15.93 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis; the source was noted as: obstructing colon cancer.